Event description:
It was reported that the customer's system had scratches and deformed pixels, causing dark lines across the screen that affected the visibility, along with a broken charging port cover. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and no action was needed from technical support.